Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that air bubbles were coming through the aspiration port of the cutter during three vitreo-retinal procedures. The cases were completed without exchanging the packs. There was no harm to be pts.